Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders was not crossing over through multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over to the station. The technical support specialist (tss) dialed into the station and verified that the pyxis system was receiving and publishing data to the station. The tss verified with the customer all new orders are being received fine. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders was not crossing over through multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.